Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, black image or redlines occurred, due to the failure of the patient substrate set. It is likely, that the dr board's op-amp circuitry was not properly designed, or that the video connector was not connected properly. Resulting in an image. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, cracks on the power switch were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display black image and red lines with the 180 series scope. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.